Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to a dislocation. Note from the distributor: "dislocating". Above pulled & replaced w/ our head & another companies cup/liner.